Event description:
A nurse reported that a patient experienced a hernia, due to weight lifting, prior to initiating peritoneal dialysis therapy. On (B)(6) 2014, the patient underwent a herniorrhaphy. There is no allegation against any fresenius product in relation to the reported event. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. As of (B)(6) 2014, the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues, and the patient's signs and symptoms of hernia have repaired. Limited information was provided for this safety report.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.